Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/12/2020. Additional h3 device evaluation summary: three photos were provided for analysis. Upon visual inspection of the pictures, one foil and one broken needle-suture of product code y923, lot mhm022 could be observed. However, no conclusion could be reach on how this happen as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. According to the sample condition, the complaint could be confirmed, however the cause could not be determined.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo has been received for analysis.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle fell off during surgery. The suture came unattached from the needle when attempting to use it. It is unknown if another like device was used to complete the procedure. There were no adverse consequences. No additional information was provided.